Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010, advantage fit ¿ boston scientific was implanted due to perineal rectocele, stress urinary incontinence, urethrovesical junction hypermobility. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh removal/revision on (B)(6) 2013, for excision of the mesh due to erosion, anterior colporrhaphy, enterocele repair, cystoscopy. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010, and mesh was implanted; and on (B)(6) 2010, advantage fit was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.